Manufacturer narrative:
The cart latch kit and hardware that secure the ventilator to the cart were installed to fix the reported issue.

Event description:
The hospital reported that the cart latch is broken. There was no reported patient involvement.